Event description:
It was reported that the patient presented to hospital with low heart rate, lower than set parameters on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.